Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was in the distal rca with mild tortuosity, mild calcification and 99% stenosis. This was an acute myocardial infarction (ami) case. The 3.5 x 15 mm vision stent was implanted; however, as a dissection occurred distal to the deployed stent, a 3.0 x 15 mm vision stent was implanted to treat the dissection. The 3.0 x 15 mm stent was found not fully dilated; therefore, the 3.0 x 15 mm vision stent delivery system (sds) balloon, was advanced towards the lesion for post-dilatation. The sds managed to cross the deployed 3.5 x 15 mm stent; however, it had some difficulty. No resistance was noted while advancing the 3.0 x 15 mm vision sds for the first time for stent deployment. It was also noted that difficulty crossing the sds was experienced possibly due to the sds balloon was not compliant (the profile being large). No additional event or patient information is available.

Manufacturer narrative:
.